Event description:
It was reported that a patient fell out bed without the bed exit alarming and subsequently expired. Upon evaluation no defect was found with the bed exit alarm as it was working to specification. However, the scale was found to be inaccurate due to needing zeroed.